Event description:
It was reported that a user experienced bluetooth connectivity failure between a dexcom g7 sensor and the ilet, while the dexcom app continued to receive readings; the agent instructed the user to toggle between g6 and g7 settings and restart the ilet, after which the ilet reconnected and displayed cgm readings. Symptoms included no adverse physiological effects and blood glucose remained unaffected. Outcomes included restoration of cgm data display on the ilet and no alerts or alarms. Investigation included review of device alert history and guided troubleshooting and education. Investigation of this case revealed a temporary pairing failure isolated to the ilet interface that resolved after a device restart, indicating a transient communication or software state issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth communication issue resolved through standard troubleshooting.